Manufacturer narrative:
As reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). Per the implant records, the patient had been admitted with a diagnosis of cerebrovascular accident (cva), and the filter was indicated for deep venous thrombosis (dvt). The procedure was performed via the right femoral approach without complication. Contrast was injected into the iliac veins, showing no evidence of clots in the right iliac vein. Inferior venacavography was performed and the renal veins were identified. The optease vena cava filter was placed below the level of the renal veins. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately three months post implant. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient further asserts to have suffered blood clots and clotting and/or occlusion of the ivc on multiple occasions post ivc filter placement requiring hospitalization and anxiety related to the filter. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information provided to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages. Per the implant records, the patient had been admitted with a diagnosis of cerebrovascular accident (cva), and the filter was indicated for deep venous thrombosis (dvt). The procedure was performed via the right femoral approach without complication. Contrast was injected into the iliac veins, showing no evidence of clots in the right iliac vein. Inferior venacavography was performed and the renal veins were identified. The optease vena cava filter was placed below the level of the renal veins. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately three months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient further asserts to have suffered blood clots and clotting and/or occlusion of the ivc on multiple occasions post ivc filter placement requiring hospitalization. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging and the limited information provided, the report of occlusion could not be confirmed or further clarified, nor a relationship between the device and the event be drawn. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages.